Event description:
It was reported that the patient underwent a sling procedure and cystoscopy on (B)(6) 2010. On (B)(6) 2010, a cystoscopy was performed to excise a remnant of tape in the vagina secondary to a sling erosion and urinary retention. On (B)(6) 2010, a cystoscopy was performed with attempted removal of mesh. On (B)(6) 2011, the patient underwent examination under anesthetic with an injection of botox and an injection of steroids,triamcinolone. On (B)(6) 2012, a cystoscopy and excision of a protruding suture of mesh was done. On (B)(6) 2012, a cystoscopy was done with removal of fiber of mesh throughout the bladder wall that was irritating the urothelium leading to bleeding. On (B)(6) 2012, an excision of scar tissue was performed. No further information was provided.

Manufacturer narrative:
(B)(4). Protrusion. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05745. The same patient is represented in each medwatch.